Event description:
Patient reported that within the last month, he has had three infusion sets break. Patient did not report any blood glucose issues.

Manufacturer narrative:
Patient discarded suspect infusion sets. No product was returned by the patient for evaluation, thus no evaluation was performed and no conclusion can be drawn.